Event description:
It was reported that after a diagnostic coronary angiogram through a 6f procedural sheath, arteriotomy closure of a moderately calcified common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present on the needle. The device was removed over a guide wire and a second proglide device was successfully deployed to achieve hemostasis. There were no reported adverse patient sequela. The physician is trained in the use of the perclose proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the components of the body of the device (handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath), were normal with no indication of a product quality deficiency that would contribute to the reported needle-to-cuff miss. The posterior cuff remained loaded in the posterior foot pocket. The link remaining attached to the posterior cuff. Based on the evaluation of the returned device, the posterior needle missed the posterior cuff, which directly resulted in the anterior needle detaching from the anterior cuff. Due to the posterior needle not engaging with the posterior cuff, the posterior cuff was not ejected from the posterior foot pocket. When the needle plunger was removed from the device, the link was held on one end by the posterior cuff in the posterior foot pocket while being pulled on the other end by the withdrawal of the needle plunger. This resulted in the anterior cuff detaching from the anterior needle. During lab testing, the needle plunger was reinserted resulting in acceptable needle trajectory and push mandrel travel. Contributing factors for the posterior needle-to-cuff miss and subsequent anterior needle-to-cuff detachment include, but are not limited to, needle deflection during plunger deployment due to interaction with human tissue as evidenced by the bent posterior needle or a failure to maintain a stable position of the device during needle plunger deployment. It was reported that the common femoral artery was moderately calcified. Whether this condition contributed to the needle-to-cuff miss is undetermined. Furthermore, there was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Manufacturing is another possible cause; however, this is unlikely since every device is checked twice during manufacturing to ensure proper needle trajectory and a sampling of units is destructively tested to verify product quality, based on the reported information and successful test of the devices needle trajectory in the lab and during manufacturing, the probable cause for the posterior needle-to-cuff miss and subsequent anterior needle-to-cuff detachment is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the lot history record did not reveal a nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The proglide device was deployed in a moderately calcified common femoral artery. Calcification at the access site during needle plunger deployment can cause the needles to deflect impeding needle-to-cuff capture that will result in unsuccessful vessel closure. In addition, the instructions for use state under special patient populations, the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The device has been received. A follow-up will be submitted with all relevant information.